Manufacturer narrative:
The actual sample was returned for evaluation. The actual needle shows a fracture at the needle point area. The needle point was not returned. Upon visual inspection, the sample was found to have a lot of heavy instrument marks especially at the needle point area, directly at the breaking point and also at the needle attachment area which indicates that the needle was handled there. User handling was determined to be cause of the needle breakage. Grasping in the point area could impair the penetration and cause fracture of the needle. Ethicon instruction for use recommends that the needle only be grasped in an area one-third to one-half of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? Were x-rays taken to locate the needle piece(s)? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Was there any additional tissue damage as a result of searching for the needle piece? The information obtained: they believe the small piece of needle did fall into the patient but they were unable to locate it. There was no additional tissue damage. I¿m not sure if x-rays were taken or not. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you know where specifically the needle piece is retained in? Do you know how many mm in length the retained needle piece is? What is the current condition of the patient? Attempts have been made to retrieve the device. To date the device has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent a caesarean section on (B)(6) 2016 and suture was used. During the procedure, the tip of needle snapped off while suturing uterine muscle. Additional information was requested.

Manufacturer narrative:
(B)(4). Updated to malfunction. The information obtained: there was no evidence to show that the needle tip was retained. The mother had an x-ray and the results did not show the tip of the needle. It was then assumed that the broken tip must have been fallen elsewhere and discarded. The patient is well.